Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). (Investigation summary the device was received and evaluated. Upon visual inspection, it could be observed that the anchor is bent, also the sutures are tensioning from the anchor to the handle's groove, the shaft has no structural anomalies. A manufacturing record evaluation was performed for the finished device lot number: 9l10959, and no non conformances were identified. According with the visual inspection result, this complaint can be confirmed. This product has a 100% control at different stages of manufacturing line: anchor tightening, by a torque meter + anchor/shaft assembly + anchor/shaft gap with a measuring gauge. Also, 100% visual control: check that no degradation on the suture and on the anchor is present. This type of defect in lupine anchors has been reviewed. The anchor deformation has been analyzed by spectroscopy characterization scanning electron microscope (sem); the results showed plastic deformation in the anchor. The component of this device is absorbable poly (lactidecoglycolide) polymer and tricalcium phosphate (tcp), if exposed to high temperature, its structure gets compromised as it tents to loose mass, it provides flexibility to the polymer chains producing a decrease in the degree of crystallinity of the structure and the microhardness values causing these types of deformations. These damages have typical characteristics of material exposed to temperatures higher than recommended, however this cannot be conclusively determined. The probable root cause of this failure is that the devices were exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the bending of the anchor. As per IFU, store in a cool dry place. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in india that during a bankart repair procedure on (B)(6) 2022, it was observed that the lupine loop rapide anchor w/orthocord device was bent at the tip upon opening its package. During in-house engineering evaluation, it was determined that the device was bent at the tip. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.